Event description:
It was reported that patient underwent primary hip replacement surgery for his right hip at the end of 2006. It is further reported that, approximately five weeks following surgery, his hip would squeak during certain movements, and that traveling up stairs produces the loudest noise. Patient was revised.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.